Event description:
On (B)(6) 2017 [note the pt and husband both verbalized the events took place on friday, (B)(6) 2017, but (B)(6) was a saturday] the pt took her humalog sliding scale as per usual with breakfast and went to the doctor's office for her pump training session with the nurse. The nurse provided a demonstrative session with the pt and her husband filled the reservoir with "enough insulin for the weekend," and placed the pump on the pt's body. They were instructed to return on monday to change infusion set with the nurse as a f/u training session. They both verbalized that she did not have a continuous glucose sensor placed. The pt verbalized she did not administer any insulin injections with pen or vial/syringe later that day, nor did she even touch her pump after leaving their training session. Later on that day, they were at the (B)(6) and the pt felt a low blood glucose. She did not check her glucose, as she "has had diabetes for 48 years," and knows what to do when her blood glucose gets low. She drank a (B)(6) and ate a (B)(6) candy bar. They had a light supper at home that evening and at approx 11:45pm, the husband was unable to arouse the pt and called ems. Upon arrival ems checked her blood glucose with result of 19 and removed her insulin pump. The husband stated there was "little or no insulin" left in her pump. Ems started a "sugar IV" and asked the wife if she wanted to be transported to the hospital, but she chose to remain at home, where they both remained awake and checked her blood glucose every 45 minutes or so. At daylight, her blood glucose reached 130, so she ate breakfast and took a nap. At 8am, she woke up and did not recollect the events of the past evening. As of 08/11/2017, the supplies were returned back to the pharmacy, but the insulin pump was not. They have not followed up with the nurse, as they are "done with the pump." Those are the clinical details, but the pt and husband both have concerns regarding customer service with the MFR, the insurance company, the pharmacy, and the endocrinologist, as well.